Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the aneurysm had increased in diameter. A type I endoleak was suspected; however an endoleak could not be observed on imaging. The physician then suspected a type ii endoleak and embolization of the lumbar artery was attempted. An angiogram taken during the intervention for the type ii endoleak revealed a proximal type I endoleak. An endurant ii cuff was implanted. After the cuff was implanted a touch up was performed, but a residual proximal type I endoleak still remained. The physician attempted to coil embolize the gap between the stents via the femoral artery, but this was unsuccessful. The physician stated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.